Event description:
The reporter stated the surgeon implanted a micl 12.6 mm implantable collamer lens on (B)(6)2010. Pt developed persistant elevated intraocular pressure for two months. Pt was prescribed iop lowering drops but was non compliant with the medication. Pt has been on steroids due to pre-existing condition. The pt went to another surgeon and the icl removed. This, however, did not resolve the problem and pt's iop is still elevated. During the removal of the icl, the icl was noted to be positioned and sized well with no excessive or inadequate vaulting.

Manufacturer narrative:
(B)(4). Eval results: a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).